Event description:
It was reported that a solyx single incision sling system was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two implant dates were provided; however it was not specified which products are related: (B)(6 )2011.